Manufacturer narrative:
One i3 unit and accessories set were returned for evaluation. External visual inspection of the returned material revealed frayed wires on the right ang ext cable. A replacement right ang ext cable was used for performance testing and the unit powered on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming frayed wires coming from the unit.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.